Event description:
It was reported that a peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by nausea, vomiting, diarrhea, and abdominal pain. The cause of the peritonitis event was unknown. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (dose and frequency unknown). Two days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e15100 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).